Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Upon review, the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. Programming changes were implemented. The patient was in stable condition.

Manufacturer narrative:
Event noticed at follow-up in clinic and not via remote transmission.

Event description:
Information received notes that the event of post-paced t-wave oversensing was noted at a follow-up in clinic and not remote transmission.